Manufacturer narrative:
(B)(4). Investigation completed with the following reason: no defect found with returned strips.defect found on meter. Meter root cause failure 1: buttons missing or stuck (scrolls). Meter root cause failure 2: foreign material on strip connector.

Event description:
Consumer complaint of erratic blood results. Customer performed back to back blood tests at the time of the call - 130mg/dl and 135mg/dl. Last 5 results in memory were 141mg/dl, 124mg/dl, 278mg/dl, 81mg/dl, and 67mg/dl. Customer is concerned about the blood results of 67mg/dl and 278mg/dl. There was about 3 1/2 hours difference between the two blood results with no ingestion of anything.

Event description:
Consumer complaint of erratic blood results. Customer performed back to back blood tests at the time of the call - 130 mg/dl and 135 mg/dl. Last 5 results in memory were 141 mg/dl, 124 mg/dl, 278 mg/dl, 81 mg/dl, and 67 mg/dl. Customer is concerned about the blood results of 67 mg/dl and 278 mg/dl. There was about 3.5 hours difference between the two blood results with no ingestion of anything.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.